Event description:
It was reported that the cardiac index read 0.8 at 15:45 and a manual bolus was done for a result of 2.2. Manual boluses were done for about 45 minutes and then the cco started to work again. No patient complications were reported.

Manufacturer narrative:
Device not returned.